Event description:
The patient reported charging problems between the implant and the external equipment. A boston scientific rep performed device evaluation and the problem was confirmed. The pt will be implanted with a new boston scientific spinal cord stimulator.